Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005; 457445 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and high thresholds on the left ventricular (lv) lead. It was also reported that there was undefined high pacing impedance and a confirmed lead fracture on the right ventricular (rv) lead. The lv lead was capped, and the rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.